Event description:
"B leaking implants. S/p b subgl peri gels (? Size/type/manuf - no records) for augmentation. The l developed a "bubbles" and had to be redone or something requiring general anesthesia per pt shortly afterwards. The l has always been uncomfortable and the l now has a "wrinkle". The pt denies h/o trauma, decreased size or change in texture. Main concern is burn on l breast through a bathing suit recently. Feels this indicates a problem. C/o's arthralgias, paresthesias, fatigue, occ sleep disturbances, visual changes, dizziness, memory loss, hair thinning and sens sun/cold. Pt is otherwise healthy."